Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt died about a month ago. The therapy was never used because it didn't help with symptoms. No cause of death was reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.